Manufacturer narrative:
It is unk if the device sample is available for eval.

Event description:
The event is reported as: the customer reports that the connection under the screw adaptor breaks easily, as when changing oxygen supply tubing. Unk if the malfunction occurred during pt use. No report of pt injury.